Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications

Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in (B)(6) site 5 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4)